Manufacturer narrative:
The medical center in japan has not yet returned the imeplla pump for analysis. Should product be returned and benchtop hemolysis testing be performed, a final report will be filed with root cause.

Event description:
The medical team in japan had an impella cp support with an allegation of hemolysis. The hemolysis was treated with both rbc infusion and haptoglobin. The pump repositioning didn't resolve the issue. The pump remains on for support despite the hemolysis. The pump support is currently on day 30, which is beyond its indicated use.